Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever, peritoneal dialysate turbidity and lower extremities edema. The patient was hospitalized for the event. On the same day, the patient was treated with cefazolin injection (0.5 grams, four times a day, route not reported) and ceftriaxone sodium injection (0.5 grams, four times a day, route not reported) for peritonitis. One day later, the subject was treated with vancomycin (100 units, once, route not reported). Five days later, the patient received another treatment with vancomycin (100 unit, one dose, route not reported). Two days later, treatment with cefazolin injection and ceftriaxone sodium injection was stopped. One day later, the patient recovered from the peritonitis and the patient was discharged from hospital. The action taken with pd therapy was not reported. No additional information is available.